Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately one hundred and sixteen months ago. Current vessel morphology was reported as a conical aortic neck with a proximal diameter just below the renals of 28 mm and 32-33.5 mm at approximately 10 mm below the renals. The right iliac artery corkscrews upward and becomes ectatic at the hypogastric arteries. The left iliac artery turns upward and corkscrews into the stent graft. It was reported that current pictures showed that the device had slipped down 12 cm from the renals, and collected at the bottom of the aneurysm sac near the bifurcation. The physician attempted to go through the aneurx device with an endurant graft, but this was unsuccessful as the physician had difficulty getting access. An open procedure was contemplated but a recent decision was made for a physician to intervene by attempting to implant an endurant device up through the existing aneurx. It was reported that the patient returned and had an endurant device successfully implanted to treat the migration. The migration may have been due to the size (too small) of an aneurx device. No additional clinical sequelae were reported, and the patient is fine. A review of single returned still angiogram image show the aneurx bifurcated aortic body is positioned at the bottom of the aneurysm sac. The aortic body is severely kinked; the limbs appear patent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft migration); patient's condition affected effectiveness of device (disease progression, conical neck, and undersized bifurcate). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, conical neck, and undersized bifurcate).